Event description:
Journal article received: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica; (2010); 44 (2):127-134 reported: blood transfusion was required in one patient intraoperatively and five patients postoperatively. Device was reported as synthes product. This is 4 of 4 for unknown end cap for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. This article was printed in 2010. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.